Event description:
It was reported that lead helix would not extend. The lead was attempted but not implanted. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. The helix will not extend due to being over retracted. The distal conductor had blood/body fluid and there was blood in/on the helix mechanism. Full lead returned and analyzed.